Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose declined to 45 mg/dl. The customer also reported the insulin pump was suspended due to their low blood glucose event. Customer was able to correct their blood glucose with food and juice. The customer also reported receiving a calibration error alert, bad sensor alert and a change sensor alert with the sensor. The sensor will be replaced. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.